Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. The cutting knife was found to be fractured near the distal end cover. In addition, the following reportable malfunctions were identified during the device evaluation: a crack was found in the tip. At the origin of the crack, traces indicating that part of the tip had melted were observed near the electrode. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The likely cause of the reported event found during evaluation was due to component failure. It is considered that the detected tip crack was caused by the following factors, 1) and/or 2). 1)electrode melted due to electrical discharge and the melted electrode adhered to the tip. Electrical discharge between the part adhered to the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. 2) thermal shock due to sudden temperature change of the tip a likely mechanism causing the tip detachment might be the following: (1) due to the factors described below, an electrical discharge occurred between the tissue and the electrode during output activation: ¿the output setting for activation was too high ¿the electrosurgical unit was used in the coagulation mode. ¿the output activation time was too long. (2) localized heat may have been applied to the electrodes and the tip, causing part of the tip to melt and cracks to develop. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a gastric endoscopic submucosal dissection (esd), the cutting knife portion of the single use surgical knife, broke off during output. During the same case, the same phenomenon occurred in a total of four units. The broken portions of all four units fell off inside the stomach, but all fragments were promptly retrieved. The procedure was completed with a similar device. There were no further reports of patient harm. This is 1 out of 4 devices.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.